Event description:
It was reported that while the patient was at the grocery store, she had a burning pain in the implantable neurostimulator (ins) area. It was noted that after about 30 minutes, it went away after she returned home, rested, and applied ice to the area. The reporter stated that a few days later, the patient went to the library and had the same burning sensation. It was noted that the patient was not carrying anything or lifting anything. It was reported at both the grocery store and the library, the patient was standing by the front door near security. It was noted that the patient would pay closer attention when walking through security screeners, and the patient would talk to her doctor about the event at an appointment scheduled for a week after the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).